Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Dimensional evaluation could not be completed due to damage and bone ingrowth attached to the porous coated surfaces.

Event description:
It was reported patient underwent a wrist procedure on (B)(6) 2010. Subsequently, patient underwent a synovectomy on (B)(6) 2013 due to pain and swelling. Patient underwent a revision procedure on (B)(6) 2015 due to loosening. During the procedure metallosis was noted. All components were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to correct information that was reported on the initial medwatch.

Event description:
It was reported that the patient underwent a left wrist arthroplasty on (B)(6) 2010. Subsequently, patient underwent a synovectomy procedure on (B)(6) 2013 due to pain, swelling, synovitis and metallosis. No components were revised.

Event description:
It was reported that the patient underwent a left wrist arthroplasty on (B)(6) 2010. Subsequently, patient underwent synovectomy (B)(6) 2013 due to pain, swelling, and synovitis, no products were explanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 13 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain."